Event description:
It was reported that the insulin pump had a frozen display and the time was not advancing. The customer's blood glucose at time of call was 159 mg/dl and she has treated with manual injections. Troubleshooting was performed. The customer stated that the buttons were not responding. Instructed the customer to remove and insert a new battery, but the frozen display still continued. Advised the caller to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.